Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported that, "on the morning of december 20, 2023, the first case of the nurse who placed the intubation in the process of inserting the micro-cannula sheath into the patient encountered resistance, and after withdrawing, it was found that the front end of the tearable sheath was warped, which had caused vascular damage to the patient. In the second case, it was found that there was a burr at the front end of the white part of the cannula sheath, which posed a risk of scratching the patient's blood vessel wall, so the product was informed that there was a problem." This report addresses the second event with a reported burr on the sheath.